Event description:
A site physician alleged that, while in an ear, nose & throat (ent) procedure, experiencing difficulty registering the patient using tracer. The surgeon reported the exam had 3 millimeter slices and tracer would not work. Surgeon did not wish to attempt tracer again. In trouble-shooting, attempted to walk site through pointmerge registration, however, both times moved into navigate and deemed the accuracy was off by 5 millimeters in the anterior and posterior direction; moved back to register. After multiple attempts at pointmerge registration, tracer registration was successful, it passed and checked accuracy in navigate and determined it was accurate. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - software investigation completed. Findings are that the exam was not to protocol. Software is functioning as designed. (B)(4) 2015 - a medtronic representative, following-up at the site, reported a registered nurse (rn) on site responded: it was all scan related. We got the correct scan and re-loaded it and all worked well. They had accidentally given me an outside scan not done to landmarx protocol. The fusions are working fine. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.